Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium could not pass through the valve, it could not be inserted at all. The sheath was replaced, and the issue was resolved. The valve didn¿t break into more than two pieces. The doctor stated ¿this plastic piece at the entrance to the sheath is broken upon opening the packaging, it won¿t allow me to feed a catheter through there!¿ no catheter insertion was attempted, and was never inserted into the body, therefore no blood return, surgical removal, or intervention was needed and there was no patient consequence. The reported obstruction issue is not considered to be MDR reportable since there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event is remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. The dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium could not pass through the valve, it could not be inserted at all. The sheath was replaced, and the issue was resolved. The valve didn¿t break into more than two pieces. The doctor stated ¿this plastic piece at the entrance to the sheath is broken upon opening the packaging, it won¿t allow me to feed a catheter through there!¿ no catheter insertion was attempted, and was never inserted into the body, therefore no blood return, surgical removal, or intervention was needed and there was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the device, the shaft was found bent, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The dilator was not returned. Functional test was performed in accordance with bwi procedures. A vessel dilator and stsf catheter were introduced into the vizigo sheath and resistance was felt during the testing. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate resistance issue. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: mechanical problems identified (c07) and material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft and the resistance issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).